Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported that during the device inspection, the colonovideoscope had exhibited white residual foreign material on the air/water channel (on the insertion tube and light guide tube side). However, the device was returned when the leakage issue was found during reprocessing, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope had exhibited foreign material inside the nozzle, on the bending section cover, the plastic distal end cover, and the adhesive of the objective lens and the light guide lens. There were no reports of patient involvement.